Event description:
The patient was a non-user of the implant in her right ear. She is currently using an implant in her left ear. In june, 1999 she complained of progressive pain in her right ear. The surgeon explanted this device. The surgeon commented that the electrode array of this device had migrated out of the cochlea.